Event description:
The customer reported that the CPR button on their device was sticking. This stuck down CPR button would not allow the analyze button function which is a required function for using the device in AED mode for defibrillation delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
A third party service agent evaluated the device and verified the reported failure. The main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.